Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. Device passed self test; it failed rewind test. During motor rewind, the device returned a pump error 38. Unable to perform the displacement prime/seating, basic occlusion, force sensor and occlusion tests due to the recurring pump error 38. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms 8 instances of pump error 43 on (B)(6) 2021 and 3 instances of pump error 38 on (B)(6) 2021 at on (B)(6) 2021 19:03:19.000, on (B)(6) 2021 20:27:20.000, and on (B)(6) 2021 20:27:46.000. The case was cut open. After visual inspection, there was corrosion on the home motor switch, and the rubber stopper of the motor slide was bent out of shape. In summary, the customer¿s report of a pump error 43 was confirmed in the device's history files. The pump error 38 was due to a corroded home motor switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer stated pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they are not able to rewind the pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.